Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Believed to remain implanted in patient.

Event description:
It was reported that approximately 8 months post implant of a bifurcated device and a suprarenal aortic extension the patient expired on an unknown date. Endologix first learned about the patient death on (B)(6) 2014 when the regulatory affairs coordinator received the device tracking form with a hand written comment "patient deceased". No other information regarding the patient death was provided.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness could not be fully assessed due to the lack of a pre implant CT scan. The patient's history of antiplatelet and anticoagulation might have contributed to the type iiia endoleak observed at the index procedure and the type ii endoleak observed one-month post index. There was evidence of a persistent type iiia endoleak at the implant, although there was adequate stent overlap. There might have been evidence of a type ii endoleak in the distal, left lateral aorta at this time as well. Three days post discharge, the patient was readmitted for pneumonia; they were discharged home ten days later. One-month post implant, a CT scan reported a small type ii endoleak (lumbar source) near the bifurcation, with a decrease in the aortic sac; there was no evidence of a type iiia endoleak, although an anterior strut at the superior margin of the bifurcated stent appeared to be slightly pulled away from the rest of the stent. Four months post implant, the left groin was surgically incised and drain for a large fluid collection (seroma verses lymphocele). The final disposition of the patient could not be ascertained due to lack of information. The death itself, and the cause of death could not be substantiated due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported death event could not be determined with available information.